Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a disposable cassette. The leak occurred during an unknown cycle of peritoneal dialysis. The cassette was discarded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.